Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during pre-dilatation, resistance was felt with the anatomy and guiding catheter during advancement and positioning of the 2.75x12mm trek rx balloon dilatation catheter (bdc). After inflation, negative pressure was applied and the balloon was difficult to deflate, but was able to deflate completely. Resistance was met during retraction and the bdc was forcefully pulled into the guiding catheter and removed from the patient anatomy. Another device was not required to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.